Event description:
This unexpected return was received with a note attached to the tubing at the lower fitment that has the words "hole" with a red arrow pointing to an area on the tubing. The tubing was connected to an infusion bag containing oxytocin 20 units/ns 1000ml.

Manufacturer narrative:
Conclusion: unknown cause. The customer¿s report of a hole ¿tear¿ in tubing was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment had a small tear near the lower fitment. The tear was measured to be 0.0515 inches long. No crush marks were noted on the upper fitment or lower fitment under a microscope. Functional testing was performed and a leak was observed coming out from the silicone tubing near the lower fitment. The cause of the leak was due to a tear in the silicone segment. The cause for the tear is not known.